Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # ni, unknown taper lock stem, lot # ni; catalog # ni, unknown head, lot # ni; catalog # ni, unknown liner, lot # ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported a patient underwent primary left total hip arthroplasty. Subsequently, patient was revised due to aseptic loosening resulting in severe pain and discomfort. During revision competitor acetabular components were implanted with biomet delta femoral products.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Surgical notes were not provided for the primary surgery. It is unknown whether the components were implanted with the correct fit and orientation per the surgical technique. Revision surgery notes reviewed. Patient presents with severe pain in groin and discomfort to left hip. Stem appeared well fixed. Cup, head, and neck revised. No complications noted during procedure. X-rays were received and reviewed from pre-primary surgery, post primary, and post revision surgery. Overall fit and alignment of the components appears anatomic. There is mild osteopenia. DHR was reviewed and no discrepancies were found.root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.